Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer was changing her transmitter when she noticed her high blood glucose. The customer's blood glucose was 493 mg/dl, treated with a correction. The customer put a new sensor in and bled. The customer stated she knows her blood glucose was high because she was off the pump to take a bath. The customer also noticed the sensor had a bent cannula. The customer agreed to return sensor for analysis.